Event description:
It was reported by a customer on (B)(6) 2011 at the beginning of the procedure error message 829 occurred. Per the customer, error message 829 could not be cleared. The procedure was cancelled.